Manufacturer narrative:
Technician found that the head of bed would not go pass 30 in calibration mode or when pushed manually. Replaced head cylinder (B)(4) to resolve this issue.

Event description:
Information received indicated that the head of bed will not go pass 30 degrees.